Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. Stryker replaced the device's the system and ed boards to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device would not recognize the therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.